Manufacturer narrative:
In previous report, the reporter captured incorrect information in box g. It has been corrected in this report. In box g: manufacturing site has been corrected. Component code is corrected in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar autoa-flex device's sound abatement foam. The patient has alleged visualization of particles. No serious patient harm or injury reported. The device was returned to a third-party service center. The technician confirmed there was no visible foam particles found during the device evaluation. The device was repaired.